Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. No intervention was performed. The patient was stable and would continue to be monitored.